Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4) performance data was collected from the device and analyzed. Analysis revealed oversensing. There were 15 ventricular non-sustained tachycardia (nst) with <=210 ms average v-cycle on (B)(6) 2011 in the timeframe between 07:05:31 and 10:51:38 and 5 ventricular fibrillation (vf) <=190 ms on (B)(6) 2011 in the timeframe between 05:50:01 and 07:06:12. The distal segment of the device was returned, analyzed and the distal conductor was fractured. The distal and defibrillation conductors were distorted. Blood/body fluid was observed in the outer tubing overlay and there were cosmetic environmental stress cracks. The inner tubing was kinked/buckled and the outer insulation was breached/cut. Blood was observed in/on the helix mechanism and sleeve head. The lead was stretched. Evaluation summary: (B)(4): the device was returned, analyzed and no anomalies were found.

Event description:
It was reported that the patient was in the emergency room for inappropriate therapy. It was also reported that there was a potential lead fracture, noise and oversening, which led to inhibited pacing. Dizziness was also reported. The implantable cardioverter defibrillator (ICD) and the right ventricular lead were removed and replaced. No further patient complications have been reported as a result of this event.